Event description:
It was reported to medtronic neurosurgery that fluid was able to flow in the wrong direction through the valve when it was tested preoperatively. No adverse impact or injury to the pt was reported.

Manufacturer narrative:
The returned valve was patent, and met the requirements for reflux, leak, and preimplantation testing. Therefore the conditions of the complaint could not be duplicated by lab personnel. However, the valve did not meet the requirements for pressure-flow testing due to the presence of crystalline debris within the device. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of MFR.